Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition prevented several of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection on one of the pins. Increased resistance was measured across a component joint at elevated temperature. This device malfunctioned due to a crack in the conductive epoxy at the feedthru pin-to-substrate connection. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition prevented several of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced intermittencies with device use. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition prevented several of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.